Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the ins was dead. Caller states yesterday the ins kicked on then off. Patient tried to turn the ins back on, but is now seeing end of service (eos). No further complications were reported.